Event description:
It was reported that the lead was explanted and replaced due to high, out of range, pacing lead impedance. During explant an insulation anomaly was observed. The patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.